Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump rewind was slower, rejected new batteries also reservoir was loose and not secure at time. The customer blood glucose level was unknown at the time of the incident. Customer also received unexplained no delivery alarms. Customer also stated there was hole in upper corner of screen. The device will not be returned for analysis.